Manufacturer narrative:
Not applicable.

Event description:
During the surgical procedure, the m/l-10 clip applier jammed. The surgical procedure time was extended for thirty (30) minutes. There was no harm to the patient.